Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited a high capture threshold, episodes of noise and impedance issues. Additionally, the lead was found to have a helix extension issue. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.

Event description:
New information noted that the right ventricular lead exhibited high pacing impedance.

Manufacturer narrative:
The reported events of capturing problems, noise issues, and helix mechanism issues were confirmed, while the high pacing lead impedance was not confirmed. As received, a complete lead was returned for analysis. A visual examination of the lead found the helix was retracted and covered with body fluids, which is consistent with the procedural damage. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths, which are due to the procedural damage. The causes of the reported events of capturing problems, noise issues, and helix mechanism issues were due to the damaged inner coil and the helix being clogged with body fluids. No other anomalies were seen.